Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial electrical reset during an interrogation of the device. No loss of function was noted and there were no changes to programmed device settings. The device remains in use. No patient complications have been reported as a result of this event.